Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red itchy irritation under the round electrodes. The patient was recommended to use hydro cortisone cream for the irritation from nurse and physician. Patient reported that the cream helped when she was not wearing the device.